Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type recharger (B)(4).

Event description:
It was reported the implantable neurostimulator (ins) ¿floated around¿ and the patient had ¿real hard surgeries.¿ the patient had experienced swelling post-surgery so adaptive stimulation could not be enabled. When the patient slept at night they had to turn the ins off because when they lied on one side they got a really bad cramp. The patient had experienced this since implant and they hoped that adaptive stimulation would resolve it. The patient was unhappy with the placement of the ins and they had wanted a MRI compatible system placed. X-rays were done and the cause of the event was a device placement issue. The healthcare professional did not know if the patient had 50% or greater symptoms reduction. At the time of this report the patient had recovered without permanent impairment. Additional information was requested, but was not available as of the date of this report.